Event description:
A facility reported that a pt's venous needle became dislodged and fell into the bed. The ebl was 400ml and the nurse noted the blood on the floor by the bed. The venous pressure at this time was not noted. The machine did not alarm. The facility stated the venous alarm limits were set at +/-60mmhg around a venous pressure of 200 mmhg (this was the initial venous pressure). The machine has passed the alarm testing prior to the treatment. The pt's pretreatment hct was documented at 30.3. The pt became hypotensive, received 250ml of albumin an 2 units of prbc's. The pt recovered with a hct of 35.1. The machine was removed from the treatment area for inspection by the bio-med dept. And the MFR. The machine's alarm functions were found to be operating properly. The machine does not alarm unless the pressure reading is outside of the alarm limits. Contributing factors that maintain a venous pressure are, enough resistance against the end of the needle and the level of the needle or height of the bed. The facility states the machine has since been used for treatments and is operating properly.